Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had hard time reading the screen. The customer¿s blood glucose level was 380 mg/dl at the time of incident. The customer reported that she was half blind and could not read the screen and also she had high blood glucose for which she will be treating herself with injection. The insulin pump will not be returned for analysis.